Event description:
It was reported that the customer was hospitalized for high blood glucose levels and a respiratory infection. The blood glucose reading was over 450 mg/dl at the time of hospitalization. The customer was treated with multiple intravenous drips of insulin, which then caused her blood glucose to go low. She complained of dizziness, pounding ears, and disorientation. She had borderline diabetic ketoacidosis. The customer also felt dehydrated, which was treated with saline. She was discharged a few hours later. The customer was wearing the insulin pump at the time of the event. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.